Event description:
It was reported that the patient presented in clinic for follow-up with symptoms of dizziness and presyncope. A device interrogation was performed and showed that the patient's right ventricular (rv) lead exhibited high capture threshold and failure to capture. A chest x-ray was performed and found that the rv lead was dislodged and had perforated the interventricular septum. The rv lead was repositioned successfully on (B)(6) 2025. The patient was stable throughout.